Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the haptics of a 13.2mm, vticm5_13.2, -13.00/1.5/090 (sphere/cylinder/axis), implantable collamer lens were broken when the doctor opened the lens. There was no patient contact with the lens. A replacement lens was implanted and the patient is doing well.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on lens. Visual inspection found the lens haptic bent and residue on lens. (B)(4).